Event description:
The device was used on a pt and the following blood glucose results were obtained - hi, 159, 139 and 150 mg/dl. A lab draw was 25 mg/dl. The pt was given oral liquid glucose and d50 by IV. L1 control was in range and l2 control was out of range on the system. The device was replaced and requested to be returned for evaluation.